Event description:
A customer reported encountering cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level as the error was resolved without further issues. Technical support provided the customer with complete pump reset information and guided them through the process. After the reset, the error did not reappear, and the customer successfully began their sensor session.